Event description:
The surgeon placed the catheter past the thrombus and while extracting the clot the balloon was noted to be missing and the wire had unraveled at the tip of the catheter. Clot was reported as adherent. Retrieval of the balloon was unsuccessful under angio. No permanent pt injury reported.